Manufacturer narrative:
(B)(4). Date sent: 9/26/2023 d4: batch # 925a20 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no visual non-conformances and a gst60g reload present. The reload was received fully fired, with the reload body damaged and the pan detached from the reload. Upon visual inspection, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device opened and closed without any difficulties noted. It is possible that the damage noted on the returned reload was due to improper handling of the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 925a20, and no non-conformances were identified.

Event description:
It was reported that during the lap gastric sleeve procedure the stapler had a hiccup during firing, it started to fire, stopped, then continued to fire. The fellow did not instead or pulse fire. He maintained full squeeze on firing trigger. The surgery was delayed by five minutes. They circulated in a new gun to complete the procedure. There were no patient consequences.